Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to use the pump supplies. Customer's blood glucose was approximately 200 mg/dl. Reportedly, the pump supplies were changed and insulin delivery was resumed.